Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. Product evaluation ¿ custom pak the consumable lot specific to this event is not known. Therefore, lot history and device history record (DHR) reviews are not possible. A sample has not been returned for this complaint. The file will be processed for closure and opened at a later date if a sample is returned. The root cause of the customer's complaint could not be established as a sample was not returned. Without a sample, it is not possible to isolate the root cause. Product evaluation - unspecified bss. This product is terminally sterilized and all sterilization cycles are reviewed before product is released. Labeling associated with bss requires the user to not use unless outer over wrap is intact, product is clear, seal is intact and bag is undamaged. Additionally, it states under warnings: the use of additives with this solution may cause corneal decompensation. Based on the customer report and this evaluation, the root cause of the complaint condition cannot be determined. As no sample was returned and no lot number provided, the root cause for the complaint condition could not be determined. Product evaluation ¿ duovisc. The surgeon reported to the account manager that at the 5 day post op, he had 1 case of endophthalmitis. All batches are released according to the required specifications. A consumable lot code would be required for review of the complaint history and further evaluation. No sample has been received for evaluation. As no sample was returned and no lot number is known, a conclusive root cause could not be determined. All batches are released according to the required specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported to an account manager that at a patient's five day postoperative appointment, the patient was diagnosed with endophthalmitis. Additional information was requested and received. Patient identifiers were provided and the customer stated that it is unknown what the suspect product might be at this time.